Manufacturer narrative:
Concomitant medical product ID 977a275, serial# (B)(4), implanted: 2017-10-13, product type lead; product ID 977a260, serial# (B)(4), implanted: 2017-10-13, product type lead. Device information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt stated that they had been putting off having a MRI as they were afraid of turning the ins off as they had never turned the ins off since having the ins. Pt mentioned that the MRI would be of their neck; pt did not allege that the MRI was related to their device/therapy. Pss walked the pt through accessing MRI mode, exiting MRI mode and turning stimulation back on. Pt mentioned that they thought the leads went up into their neck. Pt stated that they were having more issues with neck pain and pain going into their shoulders. When asked for the event date, pt stated that it was probably about the last eight months. Pt then stated that it was longer ago than that as they had covid in october so they had to cancel the MRI, so it had been since october for sure. Pt then stated that they wanted to say it was about seven or eight months ago. Pt stated that they went to a pain management hcp every month since they were on medication too. Pss asked for the pt's pain management hcp's name, however pt did not provide. Pt mentioned that after the ins was implanted they had the ins checked with a rep at the pain clinic, so they had only seen their hcp at the implanting surgery. Pt has yet to schedule the MRI appt.